Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (b)(6) 2026. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. No injury or medical intervention was reported.

Manufacturer narrative:
(b)(4).